Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was not loose. The patient was advised to discontinue the use of their cycler and let it air dry. The patient will skip treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event, and that fluid went all over after removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed skipping the remainder of treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was not loose. The patient was advised to discontinue the use of their cycler and let it air dry. The patient will skip treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event, and that fluid went all over after removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed skipping the remainder of treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was not loose. The patient was advised to discontinue the use of their cycler and let it air dry. The patient will skip treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event, and that fluid went all over after removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed skipping the remainder of treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received without original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.